Event description:
A malfunction was reported on the pump, specifically displaying malfunction code 16, with no notable events occurring prior. Blood glucose levels did not exceed 500 mg/dl, and a replacement pump was to be sent by technical support (cts). The customer was guided on putting the pump into storage mode and instructed to return the faulty pump within 10 days, with the use of multiple daily injections (mdi) as backup therapy.